Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-16393. The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported by a field clinical specialist (fcs), during a valve in valve procedure with a 29mm sapien 3 ultra resilia in a preexisting 26mm sapien 3 ultra valve for paravalvular leak (pvl) , the team attempted to insert the 29 resilia on a 29mm commander delivery system through a 16fr esheath plus and the system got stuck inside of the sheath just above the proximal common iliacs (left side). There appeared to be a strut catching (bent strut) the inside of the sheath which was preventing the system from advancing the rest of the way through the sheath. After multiple attempts the team decided to take everything out together. As the sheath was being removed with the commander and valve inside of it the team felt a lot of friction and realized that the patient's pressure was dropping. Following an angiogram, they realized that the external iliac and distal to that was perforated. They called vascular surgery for support following the deployment of an occlusion balloon in the proximal left iliac. When vascular surgery arrived, they attempted to remove the rest of the system and sheath. Part of the femoral artery came out with the sheath and system. They quickly deployed a covered stent and cutdown to sew the covered stent to the left superficial femoral artery. The patient was stable following the procedure. No valve was deployed. The ic was planning on implanting a 29 resilia ultra inside and just below the 26 s3u to flare the outflow of the valve out to resolve the moderate pvl. No valve was ever deployed. Per the fcs, the initial reporter did not allege the edwards devices were deficient in some way. The perceived root cause of the pvl of the 26mm sapien 3 ultra valve was under sizing and bulky annular and lvot calcium. With the system, the expansion tool was used, the loader was able to be fully inserted into the sheath/sheath housing and the sheath was not inserted at a steep angle. The delivery system was at the partially expandable white portion and again in the blue portion about 3 inches from the end when resistance was noted. Per the fcs after removal of the devices it was noted the 16f sheath had split apart in a longitudinal tear. The perceived root cause of the iliac perforation was trying to withdraw with the system. Per the fcs, the patient was given heparin. The fcs confirmed the linear tear was down the blue portion of the esheath. The valve never made it through the end/tip of the sheath. It was believed that the perforation was due to the bent valve which may have caused the linear tear, which in return perforated the vessel possibly on the way out while attempting to retrieve the system. The devices are being returned for further evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate under sizing and bulky annular and lvot calcium caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.